Manufacturer narrative:
The insulin pump alarmed a64 during self test and unable to connect to contour nextlink blood glucose meter due to faulty electrical component on the radio frequency board. No cosmetic damage noted during our physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received multiple radio frequency pic failed self-test on their insulin pump. The customer's blood glucose level was reported to be 124.2mg/dl. It was reported that the device would be replaced and returned for analysis. No further information provided.